Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. The device was removed and new system was placed successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).